Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the product involved or additional information becomes available.

Event description:
On 01/04/2023, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Pump received 1/25/2024. The pump was tested on 2/16/2024 and the results are below: the event log of the pump was reviewed, confirming the occurrence of an abrupt power-off event. Event 292 within the log indicates a "log_event_on" without a subsequent "log_event_off," indicating an irregular shutdown. Further details and the complete event log file are available in the attached document for reference. (Sn (B)(6))